Manufacturer narrative:
Additional information, including patient specific information and product identifiers, were not provided. Therefore, a comprehensive review of records could not be conducted.

Manufacturer narrative:
Unique identifiers were not provided in order to conduct a comprehensive records re-review. If additional information becomes available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) and tutogen medical gmbh (tmi), a wholly subsidiary of rti, received a complaint on (B)(6) 2019. An adverse event has been reported through a post market survey for tutopatch for dura substitution via qualtrics survey software. The doctor indicated that he has experienced allergic reactions/foreign body reactions, csf fistulas, inflammation, pseudomeningocele and wound dehiscence after implantation of tutopatch for dura substitution. To date , no additional information has been provided.